Event description:
It was reported that the customer received a button error alarm on the insulin pump and there were cracks near the battery compartment. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded escape and act buttons on the keypad trace. No button error alarm. The insulin pump has scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).